Event description:
The customer's mother reported her daughter's blood glucose reached 487 mg/dl less than 24 hours after the pod was activated. Upon deactivation she noticed the cannula had come out of the infusion site. There were no add'l bg levels, times or history provided.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported condition. The user reported the cannula came out of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.